Event description:
During a shoulder arthroscopy, it was reported that the surgeon noticed shedding on the surrounding tissue. Surgeon noticed this and immediately requested a new device and the surgeon used a shaver to suction out the remaining shavings from the tissue. There was a reported ten minute delay.

Manufacturer narrative:
Evaluation could not be performed because the device was not returned. Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).